Event description:
Globus medical, inc. Received notification from a sales representative, via telephone communication, that two globus manufactured screws backed out of a cervical plate in a pt after implantation. A female pt was implanted with a providence anterior cervical plate, 16mm at levels c6-c7 on (B)(6) 2009. X-rays obtained on (B)(6) 2010 showed two inferior fixed angle screws at the c7 level backed out and the screws and plate were removed on (B)(6) 2010.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on a record review and all available info, it is determined the providence anterior cervical plate 1-level, 16mm design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction.